Event description:
It was reported that the left ventricular lead became dislodged. During the revision procedure, it was noted that the lead also had a possible insulation fracture in the proximal to mid portion. The lead was explanted and no patient complications were reported as a result of this event.